Event description:
It was reported during a pta of an in-stent stenosis located in the aorta, the lesion was treated using a 50/50 contrast mix and a 10x4 balloon. The balloon went through the 6f sheath perfectly and was able to open the lesion. During the deflation phase, the balloon did not moderately deflate with the use of the inflation device. After 6 attempts taking negative pressure with a syringe, the balloon came down slightly and the physician started to withdraw the balloon hoping that the narrowing vessels would help in the deflation process. This technique worked, and the balloon was retrieved without pt injury.

Manufacturer narrative:
A DHR review could not be performed as the lot number is not known. The sample was discarded by the user facility, so an evaluation of the sample is not possible. The complaint is inconclusive and the root cause is known.